Event description:
Emt's responded to a person complaining of gastric pain and dizziness. The pt lost consciousness while being attended to then was connected to the device, in AED mode, with disposable defibrillation/ECG electrodes. According to the reporter, the device alarmed connect electrodes and would not analyze the pt's rhythm. Paramedics at the scene diagnosed the pt as in vfib and switched the device to manual mode but again, according to the reporter, the device continued to alarm connect electrodes and would not charge or deliver a shock. A backup AED was called for and used to deliver an unknown number of countershocks. The pt was resuscitated.